Manufacturer narrative:
The returned device was evaluated. During inspection, visual analysis confirmed the reported issue - some leds did not illuminate. Functional analysis indicated the unit was able obtain spo2 and pulse rate readings, as well as alarm during alarm conditions, normally. Internal analysis of the device isolated issue to a component (u8) of the ui board. U8 pin14 had no output for hi12 digital output to leds, which resulted in some leds not illuminating. The ui board was replaced, and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported "led segments missing from display." No patient impact or consequences were reported.